Event description:
Event description boston scientific received information that this right ventricular lead was explanted and replaced due to the inability to capture the myocardium at maximum output. There were no adverse patient effects.